Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract disorder ("bladder / urinary problems") and bladder disorder ("bladder / urinary problems"). The patient was treated with surgery (salpingectomy (bilateral).). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, urinary tract disorder and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, anemia, gen. Abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case becomes an incident. New events added: abdominal pain, anemia, gen. Abnormal bleed, psych injury, bladder problems, urinary problems. Outcome of the events pelvic pain, abdominal pain, anemia, gen. Abdominal pain, , bladder problems, urinary problems were updated to recovered/resolved. Reporter's information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.